Manufacturer narrative:
(B)(4). The rotaflow drive stopped during application. There were no further complications, the device was replaced by another until the check. Field safety engineer was sent for investigation. The failure was not reproducible. The device was troubleshot inspected, all plug connections tested. Execution of several hours of testing. The error was not confirmed. No additional error occurred, all functions are flawless. Electrical safety test was successfully.

Event description:
It was reported that the device failed because the flow and the speed range was low. The error happened during patient treatment. The device has been replaced with the emergency drive. No consequences on the patient was reported. (B)(4).